Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer parent reported via phone call indicating that the customer jumped in the pool with their insulin pump. The customer has a blood glucose level was 140 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.